Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open and did not appear in the menu when 'recover storage space' was selected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a loose connector on the micro switches of tower door. The field service engineer resolved the issue by tightening the connector, reassembling the door, and verifying functionality through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿es auxiliary tower door failed to open and did not appear in the menu when 'recover storage space' was selected. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.